Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant urine (+) vs. Serum (-) test results obtained from icon 25 test kit. The results were not reported out of the laboratory. The customer did not receive any report of death, injury, or impact on patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was urine. Retain device was tested by bci using controls and confirmed negative clinical urine sample gave expected results. The complaint was confirmed on customer return urine sample. The patient has history of false positive results on pregnancy tests, and is currently taking several different medications. A clear root cause for this event has not been determined to date.